Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that hair in edge of package seal no patient harm, no surgery delay.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The packaging was received opened with a hair on the border of the packaging. The probable root cause could be a hair fell inside of the package before the tyvek covering was added. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that hair in edge of package seal no patient harm, no surgery delay.